Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remain unknown.

Event description:
During an atrial fibrillation procedure, a communication issue occurred and the procedure was cancelled. Intermittent ep-4 was off or not connected and hardware did not respond to messages on the ep-4 standalone system. The stimulator was replaced which did not resolve the issue and the procedure was aborted. There were no adverse patient consequences. The device is not still in use. Tech support advised to replace the touchscreen and serial cable, and the issue has not occurred again.